Manufacturer narrative:
Additional information section: d.6b, d.9, & h.6. The recipient's device was explanted. The recipient was not re-implanted due to infection. The recipient will be referred to infectious disease. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has been cleared by infectious disease. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly is experiencing device extrusion due to skin flap being too thin. The recipient presented with episodes of imbalance and fluctuating volume. Programming adjustments were made; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.